Event description:
Attorney alleges plaintiff received breast implants on 9/20/91 as replacements. Attorney alleges plaintiff has suffered grievous permanent injuries to her body, has suffered physical pain, mental anguish and permanent disfigurement.